Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed instrument decontamination and cleaned the reagent probes 1 and 2. The cse then cleaned the mixers and verified the functioning of the wash stations. Quality controls and calibrations were run, which were acceptable. The cause of the discordant, falsely elevated ecre_2 results on two patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated enzymatic creatinine (ecre_2) results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated twice on an alternate advia 1800 instrument, resulting lower each time. The results obtained on the alternate advia 1800 instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ecre_2 results.